Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient's si joint pain initially resolved for two weeks before reporting a recurrence of pain symptoms. The surgeon determined that the caudal positioned implant was too short and not fully across the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the caudal positioned implant using chisels and replaced it with a longer and wider implant of the same type. The surgeon did not adjust or remove the other preexisting implants, nor did he indicate that any of them were loose or malpositioned. The status of the patient following the revision procedure is not known.